Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report. No product will be returned for eval.

Event description:
The pt reported the development of abscesses at the infusion site that must sometimes be opened by the physician. No blood glucose issues were reported. No further info is available. The alleged products were discarded. No product will be returned for eval.